Event description:
On (B)(6) 2017 haemonetics received a report from the customer that the power supply smoked in one of their pcs®2 plasma collection system devices, and then the device shut down at the start of the draw cycle. The customer had requested a replacement power supply. The customer did not report any injury to the operator as a result of the smoking power supply, no injury or adverse reaction was reported for the donor involved. A replacement power supply was sent to the customer to be installed by their on-site technician.